Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the PICC vascular sheath material is too soft and deformed to be delivered into the vessel lumen. Incident occurred during installation. There was no patient impact. No other information was provided.